Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 34-year-old female patient who had essure (batch no. 880426), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, genital haemorrhage and menorrhagia had resolved. And the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events: pelvic pain, general abnormal bleeding, menorrhagia, weight gain. Lot number#:880426, manufacturing date:2011-07, expiration date:2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020, quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and genital haemorrhage ('general. Abnormal. Bleeding') in a 34-year-old female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage and weight increased had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , general abnormal bleeding, menorrhagia, weight gain right tube 11 of coils, left tube 5 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: good positioning of the essure micro insert. Lot number:880426 manufacturing date:2011-07 expiration date:2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received: suregry endometrial ablation added. Reporter information lab test and rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, genital haemorrhage and menorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , general abnormal bleeding, menorrhagia, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, weight increased, genital haemorrhage and menorrhagia had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , general abnormal bleeding, menorrhagia, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. Outcome of pelvic pain updated to recovered / resolved. New events general abnormal bleeding, menorrhagia, weight gain, psych injury, post removal complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.